Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient noticed the tubing from a smiths medical admin set was leaking and then it literally popped apart. The tubing was leaking and then it literally popped apart. It's happened with two separate sets of tubing. No adverse patient effects were reported.